Manufacturer narrative:
A follow up report will be submitted upon completion of this investigation. Additional information has been requested regarding patient status.

Event description:
The customer reported discrepancies in ibp and nibp readings. A patient arrived to cticu post cardiac surgery. Arterial blood pressure monitored high blood pressure in spite of increasing doses of antihypertensive medications. Nibp checked on both arms and showed much lower systolic pressure. Art line bp=170/41 (map=77) while nibp=115/61 (map=74). A new art line transducer attached for comparison, same as previous art line measurements. Medical team notified. The above discrepancy made it challenging to maintained strict bp parameters as ordered.

Manufacturer narrative:
The discrepancy between the ibp and nibp readings could be verified through the m540 log files. A draeger service technician found the hemo pods to be reading correctly. Root cause of the discrepancy was identified as a user error from the ibp tubing that was used. Excess extension tubing was used on the ibp transducers, and the tubing was a smaller diameter that the transducers. In addition, the inline/drawback syringe for the arterial line was not used to the manufacturer's instructions. There was no draeger device malfunction.

Event description:
The customer reported discrepancies in ibp and nibp readings. A patient arrived to cticu post cardiac surgery. Arterial blood pressure monitored high blood pressure in spite of increasing doses of antihypertensive medications. Nibp checked on both arms and showed much lower systolic pressure. Art line bp=170/41 (map=77) while nibp=115/61 (map=74). A new art line transducer attached for comparison, same as previous art line measurements. Medical team notified. The above discrepancy made it challenging to maintained strict bp parameters as ordered.